Event description:
A consumer¿s family reported that during the consumer¿s implantation surgery, the doctor found the electrode was broken. The consumer was still under observation in the hospital and had not had a second operation. There was not a more than 50% reduction in symptoms. Additional information received from the representative reported the implantable neurostimulator had not yet been implanted, it was unknown how it was determined that the electrode was broken, and it was unknown what happened at the second surgery. The lead was noted to have been explanted. There were no further complications reported and/or anticipated.